Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was complaining of pain. She said in certain positions she was uncomfortable. After opening her hip it was determined by the surgeon that she was impinging on the back of her cup with her femoral stem. There was little metallosis. Stem was in great shape. Plan was to remove the cup and re-position a new cup. After cup was implanted it was found that a 36/54 +4n with a 36+12 made her extremely stable through a full range of motion with no impingement. Note the cup was not loose and well grown in (left hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.